Event description:
Caller reported possible (B)(6) troponin I (tni) result on triage cardioprofiler kit vs. Laboratory (B)(4). According to data received from the customer, this patient had hip pain. The triage tni result was (B)(6) while the lab result was negative. The patient had a stress test and echocardiogram; results not provided. The patient's diagnosis: osteoarthritis of the hip. No further patient information was provided.

Manufacturer narrative:
Product support tested a (B)(6) control sample on profiler (B)(4) ((B)(4) was unavailable for testing). Observations are for tni recovery. No (B)(6) or low bias in tni recovery were observed with the (B)(6) control sample. No discrepant results, (B)(6), or high bias in tni recovery were observed with any sample. The package insert for the triage cardiac devices states that the clinical cut off for troponin I (tni) is 0.40ng/ml. All values obtained by the customer were below 0.20ng/ml. Based on the claims specified in the package insert no (B)(6) tni results were observed. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. (B)(4). No corrective action required at this tim as no product deficiency was established.